Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the cartridge was changed to address the issue. Subsequently, a cartridge alarm (alarm 1). Customer changed the cartridge and insulin was resumed successfully. Customer's blood glucose was 202 mg/dl.